Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.2-p001 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type. G6 *please note, that section d is capturing the device identifiers as reported by the complainant.  This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced persistent hyperglycemia of 27-30 mmol/l (486-540 mg/dl) overnight, necessitating frequent insulin administration (4 units every 2 hours). Despite these efforts, the patient continued to have high blood glucose levels accompanied by symptoms including vomiting, headache, and rib pain. She was eventually transported by ambulance to helius hanse klinikum, where she received intravenous insulin, glucose and electrolytes (kalium and natrium) in the critical care unit (ccu). It was discovered that the pod had a bent cannula and was leaking insulin. The patient was discharged after 3 nights at the hospital. The pod was discarded.